Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damge occurred. The 100% stenosed totally occluded lesion was located in the severly calcified, highly tortuous distal left circumflex (lcx). The lesion was predilated with a 1.25x10mm, 2.5x10mm, and a 3.0x15mm non-bsc balloon. The physician attempted to placed the 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, it was noted that the stent was bent. No pt complications were reported. Pt status reported as "good".